Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that they had sensor break and sensor anomaly. Customer's blood glucose at time of incident was 9.5mmol/l. Customer reported that sensor got stuck in serter and other sensors did not work for full six days. Customer was advised and discussed the best calibration practices. Customer was advised that we will send replacement sensors.